Manufacturer narrative:
Additional information provided noted that this device will not be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was alleged and the device was explanted and replaced. No adverse patient effects were reported.